Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the balloon burst was confirmed and found to be a longitudinal tear at approximately 2 inches from the nose tip. No missing pieces of material were observed. No applicable case imagery was provided for review. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the evaluation of the returned devices. However, no manufacturing non-conformance was identified during the evaluation. Per the information provided for the complaint, 'at the end of the inflation (fully inflated) the balloon has been pierced' and 'high degree of calcium' was present in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although a definite root cause was unable to be determined, available information suggests that the balloon burst was likely caused by patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon ruptured during the deployment of a sapien 3 valve. As reported by our affiliate in france, during a tavr procedure. A 26mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. No balloon aortic valvuloplasty (bav) was performed prior to the valve deployment. During deployment of the valve, at the end of the inflation, when the balloon was fully inflated, the balloon was pierced by calcification and ruptured. No additional volume had been added to the delivery system. The valve had been implanted properly and was stable. The delivery system was retrieved into esheath and the devices were removed as one unit, without issue. No missing pieces were observed. The patient is doing well after the procedure. The valve remains implanted in the patient. A high degree of calcification was reported on the annulus and native leaflets.